Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient representative reported against right side "potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl, mental suffering, emotional distress, anxiety, and loss of quality of life", "itching", "seromas and treatment for seromas", "painful removal procedures, debilitating physical pain", "depression", and "tightness". Device has been explanted.